Manufacturer narrative:
The device associated to this report was received and evaluated. The reported customer failure of "low audio" could not be duplicated. The unit pass power on self test with audible tone. Visual inspection of the device revealed physical damage to the top and bottom enclosure indicative from physical damage to the device. Information has been added to the database for trending purposes.

Event description:
The company received a report from a biomedical engineer that the unit provided a low audible tone. No patient harm reported.